Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reporting that the customer had received multiple power source alerts. The customer unsuccessfully attempted to charge the pump using multiple power sources. The customer's blood glucose level was 128 mg/dl and was to use insulin injections to manage diabetes.